Event description:
Additional information provided by reporting healthcare professional: patient was treated with hylenex on 2 additional occasions and symptoms fully resolved approximately 2 months after onset.

Manufacturer narrative:
The event of extreme inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information provided by reporting healthcare professional: patient additionally had ¿extreme inflammation¿ in all areas of injection. Patient was treated with hylenex on 3 occasions and symptoms have resolved. Patient was taking lexapro and singulair at the time of injection.

Manufacturer narrative:
The events of ¿very nodular formations", "a little bit of swelling", and ¿the areas are very firm and hard¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible treatment site responses after injection with juvéderm vollure¿ xc include: tenderness to touch, swelling, firmness, lumps/bumps, bruising, pain after injection, redness, discoloration, itching. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected with two syringes of juvéderm volbella® xc in the lips and two syringes of juvéderm vollure¿ xc in the nasolabial folds and marionette lines. Prior to injection patient was pretreated with arnica montana. Approximately nine weeks later patient developed "very nodular formations," "a little bit of swelling," and the areas are "very firm and hard." The symptoms are appearing at all areas of injection and are "non-infectious and there's no biofilm." Patient was treated with hyaluronidase and anti-inflammatories. Symptoms are ongoing. The patient takes multivitamins and supplements concomitantly. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00864 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.